Manufacturer narrative:
Review of lot records/work orders, prior reports. Device met the specifications requirements prior to release. No issues were noted. Product labeling states that occlusion of the device or native vessel is a known risk of the procedure. Actual device was not returned hence no device evaluation was performed on the device. No conclusion can be drawn. Patient's condition affected the effectiveness of the device. Treatment of the patient with rupture and occlusive disease with aortouniiliac graft are considered off-label uses of the device. Corrected the lot # , corresponding manufacturing date and expiry date.

Event description:
Patient presented with a contained rupture and occlusive disease in the left common iliac artery (off-label use); the physician elected to use an aortic extension and a limb extension to create an aortouniiliac graft. The patient was given 25 ml of heparin. The aortic extension was successfully deployed, and angiographic image showed good run off into the right common iliac artery. The limb extension was placed; however an angiographic image no longer showed run off into the right common iliac artery. A fogarty catheter was unsuccessful at removing the thrombi from the vessel. The physician elected to convert to an open; when the aortic extension was removed it was noted the proximally the stent graft was completely occluded by thrombosis. The open procedure was completed without further complication. The patient was reported to have tolerated the procedure well and has since been released from the hospital. The explanted devices were not retained by the facility.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.